Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted and secured in 20 points of fixation, an outer circle of fixation of 12 sutures and 8 sutures in the inner circle to hold mesh in place. On (B)(6) 2013, the patient complained of a lump on left hand side and underwent a reoperation. The surgeon found the left hand side had pulled away and the mesh had ripped while sutures were still in place. The mesh was removed and replaced with a different type of mesh. No further problems were reported.